Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving baclofen (2000 mcg/ml at 1800 mcg/day) via an implantable infusion pump. The patient's medical history included anoxic brain injury and spasticity. It was reported that during a refill appointment the expected reservoir volume was 8 ml but 13 ml was removed from reservoir. The potential cause of the volume discrepancy was stated to be due to seizures. It was noted that the patient would be referred for a dye study. The patient was reported to be alive with no injury. The issue was unresolved at the time of this report. No further complications have been reported as a result of this event. Additional information was received from the rep on (B)(4) 2018. It was reported that the reason for the call is that caller would like to review how to program a roller study with the new clinician tablet. They reviewed the steps on how to program. The rep stated tomorrow ((B)(6) 2018) they will be performing both a dye study and a roller study. The rep was to follow up with the hcp. There were no further complications reported/anticipated. Additional information was received from a device manufacturer representative "indicated" that the cause of the seizures were unknown. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-oct-13. It was reported that the device would not be returned as the hospital discarded them.

Event description:
Additional information was received from the patient¿s mother and a healthcare professional (hcp) via a company representative who reported that for the past few years there had been a discrepancy with the expected versus actual volume during the pump refills. She also believed that the patient¿s catheter wasn¿t working properly. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient had a dye study in 2017 that showed the catheter to be working properly. The patient¿s pump was replaced, and they were successfully able to aspirate the catheter. It was unknown if the issue was resolved at the time of the report. It was indicated that the hcp (healthcare professional) had no further information to provide regarding the event. At the time of this report, the pump was delivering baclofen (2000 mcg/ml at 1475.4 mcg/day).

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# -(B)(6) implanted: 2014-(B)(6) explanted partial: 2020-(B)(6) product type ca theter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.